Event description:
During surgical repair of multiple full-thickness eyelid lacerations and superior canalicular laceration of the right eye (caused by a dog bite), the tip of the nasolacrimal probe retrieval hook broke and became embedded in the right inferior turbinate. The lacerations were repaired and the child was discharged with follow-up instructions and appointments.